Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician complained that the remote monitoring network transmission report showed that there were inappropriate shocks delivered to the patient; however, the shocks were appropriate. The call center representative that communicated with the physician regarding the report was contacted for further discussion. The remote monitoring network remains in use. No patient complications have been reported as a result of this event.